Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board and the generator interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a generator failure error message. No pt injury was reported.